Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to not following user technique.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent an ulnar collateral ligament procedure on (B)(6) 2013. During the procedure, the surgeon attempted to utilize four juggerknots and with each attempt the bone was drilled and anchor was malleted until the plastic portion pushed up the deployment device. The anchor would not seat and each anchor had a prong fracture off. As a result, the fractured pieces remain in the patient and another anchor was utilized to complete the procedure.